Event description:
Report alleges on/off button is faulty. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. No patient involvement.

Manufacturer narrative:
The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time; if the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Event description:
The customer contacted heartsine to report that their device's on/off button is faulty. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as upon receipt the device could be powered on but could not be powered off via the on/off button. The fault was attributed to a misaligned membrane tail, as evidenced by clamp marks between its tracks and damage to the extreme right of the tail. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Report alleges on/off button is faulty. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. No patient involvement.